Event description:
It was reported that balloon rupture occurred. Percutaneous transluminal angioplasty was performed. The target lesion was located in anterior tibial artery. A 3.0mm x 150mm x 150cm sterling sl balloon catheter was advanced for dilatation. However, when inflated at high pressure, the balloon was burst. The procedure was completed with a different device. There were no patient complications reported and the patient condition was good.

Event description:
It was reported that balloon rupture occurred. Percutaneous transluminal angioplasty was performed. The target lesion was located in anterior tibial artery. A 3.0mm x 150mm x 150cm sterling sl balloon catheter was advanced for dilatation. However, when inflated at high pressure, the balloon was burst. The procedure was completed with a different device. There were no patient complications reported and the patient condition was good. It was further reported that the target lesion was severely tortuous and severely calcified with 70% stenosis. The balloon was ruptured when inflated once at 14 atmospheres for 10 seconds and was removed well from the patient's body along the wire.